Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while setting up their vela for use, it started to auto trigger and displayed a "xdcr fault" alarm condition. The xdcr fault was later determined to be related to the exhalation flow pressure transducer. The customer reported that there was no patient involvement nor impact.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed and duplicated. Pt 802 has recorded faults on the event log and failed calibrations. This issue will be internally investigated within vyaire.